Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received an inaccurate threshold suspend alert with a blood glucose level of 127 mg/dl and a sensor glucose level of 60 mg/dl. The customer also reported experiencing difficulty with calibration errors and bent cannulas. Blood glucose level at the time of the call was 323 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis.